Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1000 mg/dl and a heart attack. The cause was unknown; however, customer's continuous glucose monitor was not available and customer was not monitoring bg levels. Additionally, customer reportedly was a brittle diabetic, and experiences frequent elevated bg levels. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.